Event description:
On (B)(6) 2010, a doctor reported to sybron implant solutions that an endopore abutment screw fractured.

Manufacturer narrative:
The fractured abutment screw was returned to sybron implant solutions for evaluation. A visual inspection indicated that the screw met product specifications and that the fracture was not a result of a design flaw or due to a manufacturing error. The fracture was likely due to mastication forces exerted on the screw and not to a product failure.